Event description:
The account alleged the side rail does not stay in the up position. No pt impact.

Manufacturer narrative:
The account found the side rail has a broken end tube. The account replaced the side rail end tube to resolve the issue.